Manufacturer narrative:
The device was manufactured on 07/25/2003 and was previously returned for repair on (B)(4) 2014 for a related issue. Investigation revealed the comb was damaged. It was also noted that the ratchet gear, spring and pin were worn. The 3:1 ratio cutter produced an acceptable test mesh and passed cutter evaluation. All other returned cutters did not pass cutter evaluation. Prior to repair, the test mesh and calibration check were not performed due to the bent comb. Repair of the device included the replacement of the comb, ratchet gear, ratchet spring and pin. There were no components replaced to the returned cutters. Improper handling by the user most likely caused the damage to the comb. It should be noted that improper handling by the user most likely caused the damage to the cutters and the use of damaged cutters can lead to a suboptimal mesh. The device was repaired and returned to the customer. The 1.5:1 ratio cutter, 2:1 ratio cutter and 4:1 ratio cutter were returned to the customer as non-repairable. The 3:1 ratio cutter was also returned to the customer.

Event description:
It was initially reported that the zimmer skin graft mesher had a bent comb. Additional clinical f/u determined that the issue occurred during surgery. It was reported that the skin graft harvest was ruined as a result of the event. An alternate device was retrieved for use to complete the surgery. There was a minor delay of 5-10 minutes while an alternate device was obtained.